Manufacturer narrative:
Per tandem user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose (bg) was high on the cgm. Customer delivered a manual insulin injection to address elevated bg. Customer reported commencing insulin delivery while fill tubing was still connected. Tandem technical support informed customer this is off-label per the user guide. Customer changed infusion set to address the occlusion alarms, but alarms continued. Customer then changed all supplies to address the occlusion alarms, and resumed insulin.